Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 24cm regular tr band assembly was returned for product evaluation. The returned device was subjected to visual inspection and no anomalies were noted. Functional testing was performed. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve. The foreign matter was determined to be nylon 6. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. It is likely the foreign matter observed did not allow the air inlet valve to properly close therefore causing air to leak out. A non-conformance report (nc) was initiated and completed.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they performed a diagnostic peripheral with a 5/6 glidesheath slender sheath. The access was fine, and they used an ultrasound. When they put the tr band on the air was completely gone by the time, they got the patient to recovery. They had to put more air in and that also deflated, they kept putting air in until hemostasis was achieved. The patient was stable, and the procedure outcome was successful. Additional information was received on 18may2021. They held pressure on the radial artery and used a new tr band that worked successfully. The estimated blood loss was less than 250cc. When the air deflated in the first band there was not a lot of blood loss because the patient was still in the lab on the table. The were able to catch the issue before the patient went to recovery, so they put a new tr band on, and the second tr band was successful.